Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received as healthcare professional reported stimulation got lowered as it bothered the sensation in the left leg. Patient's weight was reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889-28, lot# va17qya, product type lead. Device code (B)(4) and patient code (B)(4) pertain to the lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient with an external neurostimulator (ens) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that the trial was not effective and that the lead had to be implanted further down beneath the skin. The patient also reported that the stimulation bothered pre-existing nerve damage on their leg when the stimulation was gradually increased quite a bit. The patient noted that it was a crazy feeling that they had thought that they would get used to, but they eventually had to lower it down. No further complications were reported or were expected.